Event description:
Maintenance received call from emergency room that stretcher (ob\gyn) on pt's left foot area had tilted down with pt in stretcher. No injury to pt. Upon review of stretcher, maintenance found the pt's left outer foot trend bushing had broken, becoming separated in half. The tube then came out of the right side weldment, and caused the pt's left foot side to tilt down.